Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated sections b5).

Event description:
Additional information provided by customer. The problem was identified during inspection for an unknown procedure. The intended procedure was not performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated, and the reported phenomenon was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image occurred due to poor serial digital interface (sdi ) terminal. The cause of the faulty sdi could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the visera 4k uhd camera control unit, while being used with the evis exera iii xenon light source, did not display an image. The serial digital interface (sdi) connector had physical damage, but it was possible to connect two lines. Sdi-2 terminal was able to be connected, but there was no image output. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing, and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.